Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pbk490, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture broke easily when sewing in the surgery of gastroenterostomy (r-y type) on (B)(6) 2020. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.